Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual and functional testing of instruments 2-5 showed no abnormalities. Initial visual inspection of instrument 1 noted that the trigger was fully ex-tended and green button pressed. Functionally, the instrument was loaded with an articulating vascular/medium reload. It was observed that instrument 1 could be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the re-ported incident. Relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, a metal piece from the stapler gun broke off during the doctor¿s case. Per the scrub technician, the metal piece flew off the reload as they were setting the stapler down on the table. The actual stapler was still functioning after that incident and fired properly. Then after another firing, it jammed. They opened and used another stapler and staples to complete the case. There was no patient injury.